Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and the cause of residual aneurysm cannot be determined from the provided information.

Event description:
Medtronic received information that six months after pipeline flex implantation, a patient underwent retreatment for a residual aneurysm. The patient received the pipeline flex implant to treat a saccular aneurysm in the left c5 internal carotid artery (ica). Aneurysm dome measured 5.00mm and neck diameter was 4.28mm. There were no reports of device issue during the pipeline flex implantation procedure, though it was reported that wall apposition was not achieved. At the time of retreatment, the patient's mrs and nihss were both 0.